Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer's blood glucose level. Technical support provided resolution by sending a replacement pump with updated software and instructed the caller on steps to follow upon receiving the new pump, including returning the problematic pump to tandem. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted, and acknowledged the instructions provided by technical support.